Manufacturer narrative:
Failure analysis for fiber (B)(4):the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification; the metal cap exhibits moderate char; the outer flow tubing exhibits moderate contamination, likely biologic. Based on the analysis, the potential for forward firing may exist.probable root cause:based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 73,560 joules while using the first surgical fiber during a prostate procedure, the fiber tip broke while outside of the patient. The fiber was replaced and the procedure continued. At 50,258 joules while using the second surgical fiber, the fiber stopped firing.the procedure was completed using a third surgical fiber.patient outcome: "good" - there was no patient injury reported.this report is for the second surgical fiber used.gland volume: 163 ml.time expended: 7:13 minutes.